Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with manual injections. Customer declined to troubleshoot for high readings and bent cannula. The customer stated that the reservoir leaked and he had a problem injecting into the skin. The product was returned for analysis.